Event description:
During a coronary drug eluting stenting treatment procedure the catheter separated. The physician was going to implant a taxus express2 3.50 x 20 mm drug eluting stent in an unk vessel. As stated from the sales rep, "while pulling the stylet out to flush the device, the distal portion of the catheter separated from the hypotube. The product was outside of the pt." Note that this product was used after the expiration date. The directions for use read: "do not use after the 'use by' date."